Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back up mode. It was also noted that high voltage therapies were disabled. Programming changes were made and back up mode was disabled. Patient condition was stable.